Event description:
Per customer care rep's documentation: "the customer states "because the meter would not power on when customer suffered from a low blood sugar spouse had to take customer to the emergency room". The customer's blood sugar upon arrival read 40. Customer was treated with food and beverage."